Event description:
The brake casters were not releasing. Reporter stated they tested the beds and found the foot brake caster, and the foot brake/steer caster to be the problem. No injury reported.

Manufacturer narrative:
The foot brake caster and the foot brake/steer caster were identified as the problem and replaced.